Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the returned images for this case shows a harmony valve implanted in the pulmonary position. The angiogram confirms there is thrombus present at the distal portion of the valve. The imaging provided cannot confirm the gradients as mentioned in this event report. The valve appears to be fully deployed with no constrained portions. The reported stenosis was likely attributed to the thrombus which then led to the high gradients. High gradients can be related to valve related (degeneration, thrombus, calcification, etc) or non-valve related factors. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. In this case, it was reported that the patient was not prescribed or on any anticoagulant or antiplatelet therapy prior to implant nor at discharge. And again no anticoagulant or antiplatelet therapy or treatment was prescribed prior to the detection of the thrombus. However, after identifying the thrombus, the patient was started on an anticoagulation treatment with no further issues reported. High gradients, stenosis and thrombus are all known potential adverse effects per the harmony instructions for use (IFU). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic pulmonary valve the mean pulmonary valve gradient was reported as 12.3 millimeters of mercury (mmhg) and 16 mmhg at discharge. Five months and twenty-three days following implant of the valve, an echocardiogram was performed and showed an increased gradient as the right ventricular outflow tract (rvot) that measured 37 mmhg. Magnetic resonance imaging (MRI) and intra-cardiac echocardiography showed valve stenosis due to thrombosis. The thrombus was located sub valvular, valvular and supravalvular. Prior to the valve implant antiplatelet and anticoagulation therapy were not baseline medications. Antiplatelet medication was not prescribed at the time of discharge, the one-month follow-up or the six-month follow-up. Anticoagulation therapy was not prescribed prior to the detection of the thrombus. However, following detection of the thrombus, anticoagulation treatment was initiated. No further treatment was reported at that time. The patient did not have any pre-existing coagulopathy issues or other blood disorders. Approximately one year and eight months following the implant of the valve, a valve-in-valve procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which confirmed that the gradient and thrombosis issues were considered resolved on the date of the valve-in-valve procedure.